Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was re-implanted on (B)(6) 2016.

Manufacturer narrative:
Conclusion: damage to the active electrode under the silicone overmold, likely caused by small mechanical loads applied over time, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. Other damages found are most likely related to the removal surgery. This is a final report.

Event description:
The patient was re-implanted on (B)(6) 2016. Despite being requested, no further information has been made available.

Manufacturer narrative:
Based on the limited information received, a damage to the active electrode seems likely . However, the available information, does not allow a root cause determination. Despite several requests, no further information have been received from the field. To determine an exact root cause a device investigation at the explanted device is necessary.

Event description:
The patient was re-implanted on (B)(6) 2016.